Event description:
The customer states that the following axsym bhcg results were generated on a pt: bhcg =15,000 iu/l. 2 days later bhcg=65,000 iu/l. The sample from 2 days ago was retested yielding results of 39,000 and 42,240 iu/l. No impact to pt management was reported.